Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a mediastinum tumor procedure, all staples of the second firing were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.